Event description:
The nursing staff reported that the air fluidized bed still felt warm after lowering the thermostat. Allegedly, the pt was showing signs of discomfort, was removed from the bed, hospitalized and later expired.